Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for high out of range shock impedance measurements. Upon review of the data it was found that the shock impedance measurement had been trending upward and had reached 126 ohms. The measurement had been 126 ohms for the past two days. Further review of the measurements found one outlier out of range shock impedance measurement from five months earlier. Boston scientific technical services (ts) was consulted and suggested bringing the patient in for further evaluation. The patient was brought in for evaluation where the high out of range shock impedance measurement was able to be replicated. It was noted that the impedance increase had been gradual. Ts was again consulted and discussed further troubleshooting options. At this time, the physician has opted to monitor the patient and the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) remain in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that a revision procedure was performed to surgically abandon the right ventricular (rv) lead due to continued out of range high shock impedance measurements. The implantable cardioverter defibrillator (ICD) remained in service and no adverse patient effects were reported.